Manufacturer narrative:
H6: event problem and evaluation codes: updated. H10: manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found no appearance of any physical damage. Functional testing was unable to duplicate the primary audible alarm post error at power up. Primary audible alarm background test alarm in history, thinking that is what customer was talking about. Device passed all functional testing. No problem found. Root cause cannot be determined as the sample was successfully tested and no discrepancies were detected. This issue is being monitored via an internal CAPA and trend analysis. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4) .

Event description:
It was reported of a device primary audible alarm post. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.